Event description:
It was reported that prior to use of bd vacutainer® eclipse¿ blood collection needles, an unspecified number of devices were observed to have small black foreign matter adhered to the needle shaft. No adverse patient or user impact was reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.